Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Corrected and updated: d4 and h4.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the product was found to have the presence of a hair-like substance in the packaging which was discovered at the distributorship. There was no patient involvement. Attempts have been made and no further information has been provided.